Event description:
It was reported during cardiomems sensor implant via the internal jugular vein, that the physician had trouble obtaining signal from sensor once implanted in the left pulmonary artery, due to sensor being on it¿s side. The physician attempted to re-position the sensor with the swan balloon but sensor pulled back with the balloon and the physician lost positioning. The cm sensor was located in the inferior vena cava and the md attempted to snare it out, but half of the internal jugular sheath popped out and the md decided to access the inferior vena cava through the right femoral vein. The physician was able to snare the sensor further down the inferior vena cava but when removing the snare, the right femoral sheath was removed without the cm sensor. The md then obtained access from the left femoral vein and attempted to snare the cm sensor again without any success. Due to not being able to regain positioning a new sensor was implanted via internal jugular access. Patient was moved to the or, where a vascular surgeon remove the migrated sensor via the right groin. The second cardiomems sensor was calibrated successfully and the patient is reported in stable condition.